Manufacturer narrative:
Correcting h4- mfg. Date is may 13, 2023. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to update e4, and correct h4 of the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that physical stress was applied to insertion section during device handling by the user. As a result, peeling occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the oes bronchofiberscope the coating of the insertion tube is peeling off. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating of the insertion tube was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating of the insertion tube is peeling off. In addition to the reportable malfunction, the following were noted: the image guide bundle had a broken fiber and an adhesive crack, and there was also a missing part on the angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.